Event description:
It was reported by service report that the cot had bent height adjustment racks. No pt involvment or adverse consequences are reported.

Manufacturer narrative:
Height adjustment racks.